Event description:
On june 9, 2023, fujifilm healthcare americas corporation was informed of an event involving fdr go plus e. It was reported that a minor patient was overexposed during a chest x-ray. The exposure index was intended to be at a level of 200, but the exposure index during the scan was 1787. It is unclear if the additional exposure could lead to a safety risk. Therefore, this report is being submitted in an abundance of caution. There was no serious injury or death associated with the event.